Manufacturer narrative:
Investigation results visual investigation vigilance investigator carried out the pictorial documentation visually and microscopically. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. It was not possible to carry out a functional test, probably during thermal processing, the components of both forceps have been deformed. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based on the investigation, the material of the jaw was not sufficiently hardened. Presumably this was conducive to the fracture of the jaw. A product safety case will be requested. Any action regarding CAPA will be addressed with this case.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap aag that macro disp.grasp.fcps.bipolar 5/310mm (part # pl703su) was used during a laparoscopic cholecystectomy procedure performed on (B)(6) 2021. According to the complainant during, the procedure, the branch of the pincers fell into patient's abdomen. The complaint device has not been returned to the manufacturer for evaluation.. An additional medical intervention was necessary. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4).